Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.3, reference: 3.5, mean: 4.40, confidence limits: 2.5-6.5. Inr results from (B)(6) 2011 were excluded from comparison test since they were all obtained on different days with no corresponding lab value. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code 62935, which brick lot #237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.3, lab: ng; (B)(6) 2011, 5.3, ng; (B)(6) 2011, 2.1, ng; (B)(6) 2011, 5.3, 3.5.